Manufacturer narrative:
(B)(4).

Event description:
The patient began to experience a left leg allodynia. It was observed that the catheter was brushing against a nerve in the patient's leg. The issue was resolved with a revision surgery on (B)(6) 2016 to reposition the catheter.